Event description:
The customer reported to olympus, the hd camera head had no video. The issue was found during preparation for use for an unknown diagnostic procedure that was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the image did not appear. Additional findings include the appearance changes to the outside of the device and leakage of charged coupled device cable. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that an image was not displayed because the cable and coupled charged device (ccd) were broken due to internal water immersion. The cause of water immersion could not be identified. The event can be detected/prevented by following the instructions for use which state: never reprocess or store this camera head with sharp-tipped instruments (tweezers, forceps, knives, etc.). This could scratch or tear holes in the camera cable, which could allow water to penetrate and damage electrical circuits inside the camera head. Olympus will continue to monitor field performance for this device.